Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected (model #) updated from "1863" to "21449". Updated from a blank field to 'a11d279". (Device manufacturer date) updated from a blank field to "04/18/2011".

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the ge/dash 4000, o2 sat, picking up sats that are not appropriate, or showing on patient when it is not. Please look at cable and monitor. Go to pacu nurses station. Per ge, troubleshooting confirmed that the reported "poor sats" were due to a defective sensor. No consequences or impact to patient was reported.